Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention is pending to address the issue

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 where ipg was replaced to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.